Manufacturer narrative:
H10: additional information including reprocessing steps are unavailable due to an inability to retrieve related information by way of three unsuccessful attempts. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed a blurry image. There was no report of patient harm. The device was returned, evaluated, and the nozzle was clogged with foreign material similar to surgical glue. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. However, in addition to the clogged nozzle, other evaluation findings are as follows: water tightness was lost due to wear of the scope cover packing, a crack on the scope body, and damage on the upward/downward knob and channel tube; the shaft guide was corroded due to water leakage; water removal ability and the air supply volume did not meet the standard values due to clogging of the nozzle; the bending angle in the down direction did not meet the standard value due to wear of the angle wire; the light guide lens was cracked and chipped; the bending tube was deformed; the connecting tube was snaking; the universal cord had a peeling coat; and there were scratches on the flexibility adjustment ring, the grip, the switch box, the right/left knob, the scope connector cover unit, the scope connector case unit, and the plug unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.